Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for air detected in the cassette during dwell 6 of 6. Treatment was discontinued. When removing the set the patient noticed fluid leaking on the floor under the supply bags but wasn't sure if the leak occured from the supply bag or the tubing. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. His effluent remained clear. The set was not made available for evaluation.